Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number and investigation conclusion.please see updated sections: d4,g4, g7, h2, h4, h6 and h10.the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified.it was speculated that the reported issue was caused by unexpected stress on the camera head due to the user's handling, resulting in a failure of the ccd (charged coupled device) unit, which resulted in the image issue.as stated on the IFU (instruction for use) the user manual states:do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was confirmed. The device was found with no image, screen is white due to a faulty charge coupled device (ccd) unit. Shortage in cable was observed causing intermittent horizontal streaks in image. The device was placed for repair. Based on evaluation findings, root cause of the reported issue was due to a faulty ccd, shortage in cable attributed to electronic component failure.

Event description:
It was reported that during reprocessing the device was found with no image and the screen is white. There was no patient involvement on this event. No user injury reported.